Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2014-02227. The referenced subsequent pump thrombosis was reported under medwatch MFR report #2916596-2015-00711. (B)(4). Approximate age of device ¿ 1 year, 6 months. The device is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to an intracerebral hemorrhage. Prior to the intracerebral hemorrhage, the patient had been admitted for high intermittent pump powers and estimated flows due to suspected pump thrombus. The patient was started on a heparin drip. The patient¿s inr was reported to be therapeutic. At the time of the event the patient was also on warfarin. On an unspecified date, the patient exhibited aphasia and weakness. A CT scan revealed a right sided intracerebral hemorrhage. The patient's warfarin was reversed. The patient's health care professionals indicted that the intracranial hemorrhage was related to the need for anticoagulation medications which were required due to the lvad therapy. Historically, the patient was initially implanted with an lvad on (B)(6) 2014 and had a history of pump thrombus which required an exchange in (B)(6) 2014. Since then, the patient had reportedly been admitted multiple times due to elevated lactate dehydrogenase levels that were treated with IV anticoagulation. It was also reported that the patient had a previously unreported history of gastrointestinal bleeding.

Manufacturer narrative:
The report of intracerebral hemorrhage and suspected thrombus, and their correlation to the device could not be conclusively determined. There were no log files submitted for evaluation and the device was not returned for evaluation. The instructions for use lists stroke, thrombus, and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.